Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration was unstable and "poorer than expected" during the ultrasound phase of a cataract procedure. The procedure was completed after performing a product replacement. There is no harm. To the patient. The product sample is not available because it was discarded. No additional information is expected.

Manufacturer narrative:
A review of the device history records (DHR) indicated the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. The manufacturer internal reference number is: (B)(4).